Event description:
Boston scientific crm received information that this device had an estimated longevity remaining of 1 year. Two months later, the device was indicating elective replacement time. It was noted that the minute ventilation response factor was adjusted at the last device check. Additionally, the outputs were fairly high.

Event description:
Information was later received that this device was explanted for normal battery depletion.

Manufacturer narrative:
This device remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device had a one year reduction in the longevity remaining due to switch to a higher calculated hybrid current bin.